Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: revision surgery due to a early postoperative fracture occurred few weeks after primary total hip arthroplasty in an elderly lady ((B)(6)). The fracture probably happened during rehabilitation period when a sudden movement on a weakened bone due to normal femoral preparation, or the presence of a subclinical intraoperative bone fissure may favour the occurrence of this event.

Event description:
Bone fracture that caused a subsidence of the stem. The surgeon cabled the fracture and revised the stem 1 month and a half after primary. The surgery was completed successfully.